Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) procedure, a balloon rupture occurred. Vascular access was obtained via the femoral artery. The 99% stenosed, de novo lesion was located in the moderately calcified and moderately tortuous superficial femoral artery (sfa). The 5.0mm x 40mm sterling over-the-wire balloon catheter was advanced to the lesion and the balloon ruptured at 6atms on the first inflation. The device was removed from the patient intact. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4): the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4)